Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that approximately three days after this pacemaker system was implanted, the patient was being treated for pericardial effusion which the physician suspected was caused by a right atrium perforation. Patient was hospitalized and pericardiocentesis was performed. This right atrial (ra) lead exhibited loss of capture, however the physician decided to explant and replace both this ra lead and the right ventricular (rv) lead. The devices are expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that approximately three days after this pacemaker system was implanted, the patient was being treated for pericardial effusion which the physician suspected was caused by a right atrium perforation. Patient was hospitalized and pericardiocentesis was performed. This right atrial (ra) lead exhibited loss of capture, however the physician decided to explant and replace both this ra lead and the right ventricular (rv) lead. The devices are expected to return. No additional adverse patient effects were reported.